Manufacturer narrative:
Section h10: the associated device was returned and evaluated. The visual inspection did not reveal any breakage or missing pieces from the device. The device shows signs of normal wear and use. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4). After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a split fell out of the r3 straight shell impactor. However, after the investigation was performed and the device was evaluated, it was determined that the issue does not meet the criteria to be reportable, since the returned device did not reveal any breakage or missing pieces from the device. The device shows signs of normal wear and use. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when inserting the original shell, a split fell out of the r3 straight shell impactor. It was noticed by the surgery staff, no injury to the patient. No further information available.